Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery (rca). After rotablation was performed, nc balloons were advanced for dilatations. Two synergy drug-eluting stents (des) were placed in the distal and mid of the rca. Then, a 3.00 x 20mm synergy des was advanced for treatment in the proximal section of the lesion. However, the device was unable to cross and upon removal from the patient's body, it was noted that a strut was lifted on the back end of the stent. Subsequently, the physician used an nc balloon to dilate the proximal end of the mid stent and a 3.0 x 28mm synergy des was advanced and eventually crossed the lesion; and completed the procedure. No patient complications were reported and the patient's status was okay.